Manufacturer narrative:
Philips service reset the breaker to resolve the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start due to suspected voltage drop on a allura xper fd20/10. The clinical use of the system was outside of use. There was no reported patient or user harm.